Manufacturer narrative:
(B)(4).

Event description:
It was reported that backup vvi mode was observed. Patient had diaphragmatic stimulation. Device download was performed successfully and was reprogrammed. Patient was stable and will continue to be monitored with routine follow up.